Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use the ellipsys device during fistula creation procedure. There was moderate vessel tortuosity. The artery and vein diameter were greater than 2.0mm. The distance between artery and vein was not greater than 1.5mm. IFU was followed. The device was placed correctly, power controller activated at 0.4mm distance and completed the cycle without any issues. A fistula was created. The procedure was completed before the issue occurred. It was reported that there was a temporary injury associated with the event. It was reported that there was extravasation from the radial artery as a complication associated with the event. A hematoma was noticed after fistula was created. The hematoma continued to enlarge and the physician intervened by accessing radial artery in wrist. He did an arteriogram and found that there was what he thought was damage to the radial artery. He immediately contacted a vascular surgeon and patient was driven to ER to be examined by another physician. This physician reported that there was a small hematoma, thrombus in the brachial vein and fistula was patent. The event lead to extended patient hospitalization and at time of visit to the ER the vascular surgeon was considering keeping the patient for the night. The device did not contribute to the hematoma/thrombus. No other issues noted during use of the device. No further patient injury reported. Patient is home doing well.